Manufacturer narrative:
(B)(4). Correction: although it was initially reported the device would be returning, the device was not returned. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a percutaneous coronary interventional procedure. Reportedly, it was not possible to remove the needles from the device. The physician pulled hard and the suture broke. It was not possible to pull the suture ends out of the device. The suture was pulled hard again and a second suture break occurred. The guide wire was reintroduced into the proglide device and the proglide device was removed from the patient. On suture end was pulled to detect the correct suture to push the knot down. The knot moved down but it was impossible to tighten the knot because the second suture moved into the patient anatomy. Another proglide device was introduced over the guide wire and was used to achieve hemostasis. There were no reported adverse patient effects. There was no clinically significant delay in the procedure or therapy. The physician is reportedly in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.